Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the tip of the twinfix ultra 5.5mm plla/ha broke during implantation. The anchor was removed and an additional bone hole was required to be drilled. No delay was noted as a result. No patient injury was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device or additional clinical details. Further investigation is not warranted at this time. (B)(4).